Event description:
It was reported that the patient had a complete syncopal episode with a head injury. The patient was implanted with a implantable cardiac monitor in addition to the device. The physician noted that programmed to vvir mode and the lower rate is set to 40 beats per minute (bpm) the patient's intrinsic rhythm is visible. When the lower rate is set to 90 bpm, correct pacing function was seen on the programmer. When the pacing mode was changed from vvir to vvi mode and lower rate of 90 bpm, the patient's intrinsic rhythm could be seen. The physician questioned whether this was appropriate pacer function. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).